Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was reported that the battery compartment was cracked and there was moisture/corrosion inside the compartment. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2017 with the following findings: during investigation, there was evidence of short battery life is illustrated with 32 count voltage drop leading to ¿cs128¿ alarms. Battery compartment is cracked from threads down to the case seal on the side. Returned battery cap able to fit. There was moisture corrosion observed in the battery canister, leak test failed due a battery compartment leak. ¿ez-prime¿ steps were performed correctly, all currents reading are within specification. The pump¿s cover was removed, no further moisture ingress or any intermittent condition was found to the pcb. (B)(4).